Event description:
Customer reports that on (B)(6), 2012 in the evening, she applied the tape to the leg of her (B)(6) son, who takes a lot of medications, and the next afternoon he had hives that started on his arm and spread all over his body. She took her son to the doctor on (B)(6). The doctor treated with prednisone. On (B)(6) she took her son to the hosp because the hives were worse and spreading. Hosp told her to use benadryl and an anti -itch cream and to give son oatmeal baths for itching.

Manufacturer narrative:
Product is labeled: hypoallergenic. Latex free materials. (B)(4).